Event description:
It was reported that the right ventricular (rv) lead has had ongoing variable impedances for more than eighty weeks. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis revealed that the right ventricular (rv) impedance pacing trend was varying. The weekly pace lead trend data show various spike increases for max ventricular pace bi impedance equaling 475 to 1254 ohms peak between (B)(6) 2011 and (B)(6) 2013. Concomitant products: d274drg implantable pacemaker/cardio/defib - (B)(6) 2010 ; 507652 implantable pacing lead - (B)(6) 2010. (B)(4).